Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula kinked event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for less than seventy two hours. The blood glucose level was high was taken to emergency room (ER) and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-37058. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of record (B)(4) does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the device history record (DHR) review, which was necessary to advance the parent record to the review and summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005503 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005503 was manufactured according to the work instruction (wi) version 111 and manufactured in the line 1 on 14/feb/2024, with a total of (B)(4). The sub-assembly, gluing of tubing of the lot 4a05370 was manufactured according to the wi version 6 and manufactured in the machine itl01, on 08/feb/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4b00779 was manufactured according to the wi version 6 and manufactured in the machine itl01, on 11/feb/2024, with a total of (B)(4) units. The review of the device history record (DHR) revealed that during outgoing test #4 (d), one sample was found to have damaged sleeve. Consequently, an extended for this issue was raised. However, according to the sampling results, the lot was accepted. Furthermore, the overall review of the device history record (DHR) confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint malfunction code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.